Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The pod was returned with the needle mechanism partially deployed with an exposed needle. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism assembly found the formed needle was not seated in the channel in the slide retract. Damage to the slide retract was observed inside of the channel from the improper installation. This improper installation can be confirmed as the cause of the customer reported event of the formed needle failing to retract.